Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced infusion set leaking at quick release event on 12-jun-2024. The infusion set had been used for 1 day. No further information was available.